Event description:
A physician assistant reported a certas valve (ID 828806pl) was implanted on (B)(6) 2024, via ventriculoperitoneal (vp) shunt. Due to a fractured distal catheter, a shunt revision was performed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The certas valve (ID 828806pl) was returned for evaluation. Device history record (DHR) - the product code 82-8806pl with lot 4469627, conformed to the specifications when released to stock. Failure analysis - the catheter was visually inspected; it is noted that one of the end of the catheter does not have a clean cut. This means that the catheter has pulled and or torn. The complaint was confirmed. Root cause analysis - the possible root cause for the issue reported by the customer could be due to improper handling of the device or could be caused by the patient moved.